Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor') and device dislocation ('migration of essure device location of device') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "plaintiff did not undergo confirmation test" and maternal exposure during pregnancy "maternal exposure during pregnancy". Concomitant products included naproxen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complication)"), 6 months after insertion of essure. On (B)(6) 2020, the patient experienced premature labour (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/ pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the premature labour, device dislocation, pregnancy with contraceptive device, vulvovaginal pain, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature labour and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009. Plaintiff currently not planning for essure removal. Essure caused birth defects- heart. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs , essure start date , concomitant medication, event plaintiff did not undergo confirmation test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor'), device dislocation ('migration of essure device location of device'), pregnancy with contraceptive device ('pregnancy (with complication)') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure during pregnancy "maternal exposure during pregnancy" and device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the premature labour, device dislocation, pregnancy with contraceptive device, vulvovaginal pain, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2019-103437). The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature labour and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date jan-2009 and 2009. Plaintiff currently not planning for essure removal. Essure caused birth defects- heart . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2019: quality-safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor'), device dislocation ('migration of essure device location of device'), pregnancy with contraceptive device ('pregnancy (with complication)') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure during pregnancy "maternal exposure during pregnancy" and device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the premature labour, device dislocation, pregnancy with contraceptive device, vulvovaginal pain, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature labour and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009. Plaintiff currently not planning for essure removal. Essure caused birth defects- heart. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received. Events per pfs: pregnancy (with complication), migration of essure device location of device), migraines, headaches, device ineffective, pre-term labor and maternal exposure during pregnancy. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.